Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician thinks there is something wrong with the patient's m106 device because the generator shows some magnet activations but the patient did not use the magnet. It was noted that when the magnet activations database was viewed, it showed 103 total magnet activations but the patient has not used the magnet. It was explained that besides the vns magnet, other magnets (such as (b)6)/covers, hair clippers, some toys, etc) can also cause magnet activations if close enough. It was recommended to monitor to see if the magnet activations coincide with the patient using other devices. The physician, however, did not evaluate if there were other items or things in the patient's surroundings that may be activating the device and the patient will not be seen again until may.